Event description:
On (B)(6) 2025, a patient underwent a percutaneous drug-coated balloon angioplasty (dcb) procedure using the lutonix 018 drug-coated dilatation catheter. During the procedure, the balloon allegedly failed inflate, leaving a small pinch in the balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample, one lutonix 018 drug coated balloon catheter was returned for evaluation. Upon visual inspection, it was noted the balloon had two points of twisting on the balloon. No anomalies noted to the y-body. During functional testing, negative pressure was applied with an in-house presto inflation device. The balloon was inflated and maintained a normal uniform shape and pressure. The balloon was inflated to rbp and was able to maintain uniform shape and pressure. The balloon was deflated and did not revert to twisting, but rather an overall s shape as the inner gw lumen diverted to that shape. No other functional testing performed. Although the balloon was inflated and deflated without any issues, the investigation is confirmed for the reported material twist upon inflation as twisting was noted on the balloon during visual inspection. A definitive root cause for the reported twist upon inflation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.